Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery shut down at 10% and customer had received a very low battery alert. The pump was connected to a power source and was able to be turned back on. The customer reported blood glucose level was within target. Tandem technical service was unable to confirm reported battery event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.